Event description:
The customer alleged that he experienced a severe allergic reaction on his finger after using the microlet lancet. The customer went to see a dermatologist who prescribed a steroid cream to treat the reaction. No product will be returned.

Manufacturer narrative:
Lancing devices and lancets are not sterilized or assigned lot numbers, so it's not possible to determine the manufacture date.